Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1500 mg/dl to "high" and a "mini stroke". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Customer received assistance from emts (emergency medical technicians); nature of assistance was not known, and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin and dialysis. Customer was discharged 7 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.